Event description:
The customer reported that during preparation for a procedure, prior to use on a pt, a foreign object came out of the package and fell onto the sheet. There was no pt involvement.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.